Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in a shopping mall and they ¿suddenly¿ felt a jolting/overstimulation sensation. Due to this, the patient fell over and ¿after walk¿ they had numbness in one leg and one arm. It was unknown if this was caused by the fall or the jolting. The device was checked without any problem. Impedance testing was noted. Therapy was still working and the patient was doing fine again. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2014-19438. The patient has two systems and it was unclear if the event pertained to one or both of the systems.